Event description:
It was reported the device was electively explanted and replaced during an unrelated revision procedure as the device battery was at normal end-of-life status. The reason for the device removal procedure is unknown. No further information is available.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).